Event description:
During a procedure to remove a broken dcs plate, patient was revised to a 4.5mm lcp proximal femur plate, screws and cables used to hold the butterfly fragment and dbx. Follow-up x-ray at 4 months post implant showed the plate broken. Patient was again returned to the operating room for removal of plate, screws and cable. One locking screw was noted to be broken upon removal. Patient was revised to a synthes ti cannulated trochanteric fixation nail. This report is one of two for the same event.

Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn.